Event description:
Hcp reported pt presented with signs of an infection of the device pocket. This includes drainage. Pre-operatively cultures of the device pocket were obtained and results stated probable contaminate and "staph epidermus." The pt does not have meningitis. The pt was treated with both IV and oral antibiotics and total device system explant 2003. The device was not returned to the MFR for analysis. Hcp reported pt's infection is resolved. Hcp reported pt had wound dehiscence - no infection and pt wanted device removed regardless.